Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up, it was observed that the ICD system delivered inappropriate shocks because of numerous noise detection episodes. The measurements made on this date were normal (impedance of the lead: 454 ohms, r wave amplitude: 14.2mv, ventricular threshold: 3.5v). Because, a lead issue was suspected, the physician decided to explant the subject lead and to implant another one. The ICD (ovatio vr 6250; 610yc104) was also explanted, because, it had already been implanted for 5 years. This ICD was also returned for analysis (refer to 9610579-2011-00049).